Event description:
The customer reported to olympus, the evis exera iii duodenovide exera iii duodenovideoscope distal cover dropped into patient's mouth and was retrieved. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The device was inspected prior to use. The procedure was completed using the same device. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier (B)(6) (maj-2315).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer confirmed the procedure was not prolonged, and/or the patient¿s anesthesia or sedation extended and no medical intervention (i.e. Treatment outside the scope of the procedure) required as a results of the reported problem. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure and no other devices connected to the subject device when the failure occurred. The patient had a small amount of blood on tooth from an unknown source.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The customer confirmed that lubricant jelly was used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The user did attach the distal cover to the scope and then gently pull or twist the cover to make sure it does not come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the concerned distal cover was easy to come off the subject scope by the following: - the cover was broken by chemical attack from adhesion of chemicals such as anti-fog agent. - the cover was pushed at a tilt during attachment to the scope and was broken at the undetected level by inspection prior to use. - although the cover was attached insufficiently to the scope, that was undetected by inspection prior to use. - the cover received stress during procedure such as contact with mouthpiece, frictional load by twisting / pushing / pulling the scope in body. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.